Event description:
A nurse called to report several cases of toxic anterior segment syndrome (tass) following intraocular lens implant surgery. The nurse reported the cases occurred on eight different surgery days and involved several surgeons. For this file, there are an unk number of pts and no pt or lens identifiers. There are sixteen medical device reports associated with this event. This is the sixteenth of sixteen reports.

Manufacturer narrative:
Eval summary: the pt was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product was not returned and not enough info was provided from the account to properly complete an investigation. Additional info was requested on (B)(6) 2011 by fax and mail. A complete questionnaire has not been received. (B)(4).